Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for evaluation. Visual inspection of the returned device the connectors, display, and labels were free of physical damage. The generator was powered on and the generator successfully booted to the menu application. The field reported event was confirmed as target temperatures could not be reach at all ports. Internal inspection identified a thermal event on the rf control board. The rf control board was temporarily replaced and functionality was restored. The root cause was isolated to the rf control board. During further analysis, the root cause of the event was isolated to a thermal event located at capacitor on the rf control board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No rework or non-conformance's associated with the reported event were identified. The product passed all manufacturing and inspection criteria at the time of manufacture. The field reported event was confirmed. Based on the information provided to abbott and the investigation performed, the root cause was isolated to the rf control board.

Event description:
This report is to advise of an event observed during analysis confirming a thermal event with the generator.